Event description:
It was reported that the device reached elective replacement indicator earlier than expected. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high threshold. The lv lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Evaluation summary (B)(4): the lead proximal segment was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and stretched. All conductors had blood/body fluid (not obstructed.) The outer insulation had cosmetic depression. The lead was stretched and had apparent explant damage.